Event description:
The customer reported that the coating was peeling off the tip. The device was not used in the procedure. No patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.